Event description:
I had the essure procedure done in 2013. I have had constant problems since. It forced me into menopause, I have constant lower abdomen pain, back pain, severe bloating, headaches, and my organs are constantly hurting. I have been in and out of the em. I have had cat scans, full body x-rays and nobody can tell me anything.